Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the poly shim trial broke while being removed from the patient after trialing. There was no impact to the patient. Another device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tasp showss nicks,gouges and fracture on the lateral side. All pieces were returned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial articular surface provisional broke while being removed from the patient after trailing. There was no impact to the patient. Another device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.